Manufacturer narrative:
Patient's weight has been provided.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a surgical procedure for an unrelated issue. Allegedly, the patient programmed their ipg into surgery mode prior to the procedure. Following the procedure, the patient's ipg was deemed inoperable. Troubleshooting was attempted but was unable to provide resolution. As a result, the patient may undergo surgical intervention on a later date.